Event description:
It was reported by the patient that they were experiencing taps, like electrical pulses within the pocket of their device and that they will have a lead replaced in the future since it fractured. Follow up with the patient's clinic indicates that the right ventricular (rv) lead was oversensing and had intermittent capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.